Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring placement of a chest tube and hospitalization. The targeted lesion was a left upper lobe inferior nodule abutting the most inferior part of the lingula behind the heart. Per the physician, there were suboptimal angles and the depth perception was not good. Fine needle aspirations (fna) passes and forceps were used. The physician reported that they inserted the forceps further than intended and likely caused the pneumothorax. A large pneumothorax was identified during the ion procedure; therefore, a 14 french chest tube was placed and the procedure was aborted. The patient was hospitalized 4 days then discharged home in stable condition. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. The diagnosis was mac-ntm (mycobacterium avium complex nontuberculous mycobacteria).